Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No event - broken db discovered [item # 227425800]. Crack in t-handle (issue for sterilization but still functional) [item # d200142000]. Update: ad 13 sep 2021. Additional information received. What part of the pin rev dome drill 25mm ?broke? Midway up the flutes. Did it break into two or more pieces? Yes, the db broke into two pieces. Lot number for the excel t handle? Scratched off. What part of the t handle was cracked? Handle of the t handle is cracked. Product return status: available- will ship today or tomorrow. Date of event: unknown. It was mentioned in the event description that crack in t-handle (issue for sterilization but still functional) [item # d200142000]. Can you please clarify what you meant by issue for sterilization? The safety is unknown. Sites in edmonton try to replace when plastics etc are cracked in case debris gets stuck in the void ??